Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous left anterior descending artery that was 90% stenosed. The 3.50x23mm xience xpedition stent was deployed then a proximal edge dissection was observed. An unspecified stent was deployed to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.